Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The impella cp was removed due to a unknown left ventricular thrombus. The patient survived.

Manufacturer narrative:
The investigation was completed and no product was returned for investigation. Thrombosis: the root cause of the thrombosis was unable to be determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.